Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The following information was provided: the surgeon, advised me that he was revising a stem with a head that disassociated. Right hip. Upon the case start, the stem appears to show an accolade tmzf stem. A resident pulled the patient's chart and said the stem is an accolade tmzf size 4.5 132° neck angle with a 58mm trident psl cup. The initial surgery was completed in 2012. Upon entering the capsule, dr stated that the tissue looks black which is usually an indication for metallosis. He stated that the accolade tmzf stem has trunnionosis and that's why the head disassociated. The femoral head is a lfit 36mm +5. I do not have access to the stickers of these implants showing lot numbers. I will collect any implants removed to send in as long as the patient isn't requesting to keep them.